Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a trochanteric fixation nail advanced (tfna) surgery of a femur fracture reduction, the 0mm extension closure screw could not be placed (ref 04.038.000 lot 30p8444). This system comes pre-assembled and it is not necessary to lower or raise the nail; however the flexible screwdriver had tied into the hexagon of the nail and the nail had dropped. There was a thirty (30) minute delay. Concomitant device reported: ti end cap for tfna 0mm extn - sterile (part # 04.038.000s, lot # 30p8444, quantity 1). Unknown flexible screwdriver (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk - nails: tfna. This is report 2 of 2 for (B)(4).